Event description:
It was reported the subject device had the ceramic tip damaged. The event was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, it was not possible to determine a root cause for the event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.